Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left subclavian vein was occluded. It was further reported that the right atrial (ra) lead exhibited steadily increasing impedance. It was also reported that the ra lead exhibited over-sensing due to noise. The ra lead was capped. No further patient complications have been reported as a result of this event.